Event description:
The customer reported that the test pattern image was burned into the screen. No patient injury was reported.

Manufacturer narrative:
The ge service rep ordered and replaced monitors and batteries. The system tests satisfactory at this time.